Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys troponin ths stat assay (tnths stat) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial tnths stat result was 13.23 pg/ml. The initial result was released outside of the laboratory, but the doctor questioned the result as it was not consistent with the patient's historical results. The repeat tnths stat result was 292.5 pg/ml with a data flag. The tnths stat reagent lot was 26765400 with an expiration date of 31-jan-2019. The provided qc and calibration results were acceptable. The customer was not using rack adapters. A field engineering specialist found that the cell blank was running high. He corrected the issues and ran performance testing with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.